Event description:
Customer reported on a pt with severe (B)(6) disease. The pt had ongoing gi complaints without a diagnosis but had a suspicious CT scan. Pt's physician has ordered a capsule endoscopy which showed severe (B)(6) disease especially in the ti. The capsule was retained, there were signs of obstruction, but this cleared after steroids were started. About 6 days later, after being discharged home on prednisone, the pt had acute onset of severe pain, fever, tenderness. A CT showed no obstruction and the capsule had moved distally but seemed to be at the ti. The pt did not improve on antibiotics, went on to surgery, and had a limited bowel resection. The surgeon found an impacted capsule in the ti with an abscess, no perforation. The pt later developed sepsis, shock, required intubation. Blood cultures grew out klebsiella and she has improved on antibiotics, is extubated but still hospitalized.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess pts before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography.